Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Sample analysis: the product sxpp1a445 was returned for evaluation. Ethicon conducted a visual inspection of the sample returned. An opened foil and a needle-suture sample were received for analysis. Upon visual inspection of the returned sample body fluids on the length of the suture were noted, in addition, damage barbs and damage at both side of the fixation tab could be observed. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional information was requested, and the following was obtained via: sorry I don¿t have the lot#. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a colectomy procedure in 2022 and suture was used. During the procedure, it was reported by the sales rep that during the colectomy procedure, the tab detached itself from the suture. A like device was used to complete the procedure with no patient harm. No adverse patient consequences were reported. Additional information was requested.